Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's keypad touch screen had suddenly become ¿distorted¿ in some areas and blacked out in another area. Nurse said they can no longer see the buttons and they have no other pump to switch to. The pump is working and the patient is described as stable without harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
This complaint is being closed due to lack of information from the customer after 3+ attempts were made to obtain the relevant information and no further feedback from the customer has been received. A supplemental report will be submitted if additional information is provided.